Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly rebooting was confirmed. Ventec observed that the device as unable to boot-up due to damage to the cough assist valve's poppet, which was stuck in the exsufflation position and slightly off-centered. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was broken struts in the cough assist valve.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient and the event, however, no response has been received.